Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to an unspecified reason. A new aus device has been placed and no patient complications reported.

Manufacturer narrative:
Updated content provided in section b5 describes event or problem.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, underwent a revision surgery due to unspecified reason. The aus cuff was explanted, and a new cuff was implanted. No patient complications reported.